Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device and the unit displayed a red 'loss of gas' banner. The compressor also made a loud grinding noise while running. The noise and the red banner only disappeared after plugging the wall air and turning off the compressor. Since the compressor was grinding its internal component, numerous metal particles were found in the filter. The compressor was then replaced to resolve the problem. The unit now passed the extended self test (est) and operational verification procedure (ovp) was also performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the compressor of the avea ventilator is not working. There is no information of patient involvement as of this time.